Manufacturer narrative:
Concomitant products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin 1250 units/ml via an implantable pump for cancer chemotherapy and liver, metastatic or primary. It was also reported the patient's secondary drug was dexamethasone 20 mg in 20 ml of solution and also mentioned sodium chloride. The primary was heparin saline 25000 units in 20 ml or 1250 units/ml. The hcp was asked and did not provide a 24 hour dose. It was reported that the hcp requested a permanent shutdown code for the pump. When asked if the decision was elective or due to malfunction, it was reported it was due to a malfunction. It was noted they did a fluoroscopy study and it was "most likely occluded off." It was further reported they were unable to access the side port and when they accessed the pump about two weeks ago they got a return volume of the entire 20 ml. Provided caller with pump off password. Patient symptoms were not reported.